Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they needed status on a replacement order and mentioned that they were hospitalized due to low blood glucose of 20mg/dl. The customer declined to provide further details and could not remember the insulin pump information during the incident. The insulin pump will not be returned for analysis.